Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing at an office visit. The patient's caregiver later reported to the manufacturer that the vns had been disabled, and there were "no issues" at the last office visit in (B)(6) 2011. No patient trauma or device manipulation occurred per the caregiver. Vns replacement surgery appears likely, but has not occurred to date as the caregiver is concerned that the patient's dysautonomia may worsen postoperatively. X-rays were reviewed by the manufacturer. The lead pin appeared adequately inserted, ruling out a pin issue and making a lead fracture the more likely cause of the high impedance. No obvious lead discontinuities were noted. Attempts for further information regarding the high impedance and dysautonomia are in progress.

Event description:
Reporter indicated the dysautonomia is unrelated to the vns, and is a pre-existing condition. The patient is new to the reporter, so the last known acceptable vns diagnostics results are unknown. Vns replacement surgery is still likely, but has not occurred to date.

Event description:
Product analysis of the vns lead was completed. During the visual analysis of the returned 62mm portion quadfilar coil 1 appeared to be broken approximately 24mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector end of quadfilar coil 1 coil break (found at 24mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the electrode (mating) end of quadfilar coil 1 coil break (found at 24mm) and identified the area on one of the coil strands as having extensive pitting which prevented identification of the coil fracture type. The areas on the remaining broken coil strands were identified as having evidence of a stress induced fracture with mechanical damage, pitting and residual material. Determination could not conclusively be made on the fracture mechanism. What appeared to be an inclusion was observed on one of the coil strands. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed on the inclusion. The analysis results show the presence of elements consistent with the mp35n material. During this analysis the exact impact the inclusion made to the observed fracture could not be determined. However, results of an energy dispersion spectroscopy (eds) evaluation demonstrate that the composition of materials in these areas are representative of the coil material, so the condition is not expected to have an adverse effect. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since a large portion of the lead assembly (body) including the (+) white and (-) green electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded inner tubing was also observed near the break area.

Event description:
All attempts for return of the explanted vns lead and generator from the hospital have been unsuccessful to date.

Event description:
The explanted vns generator and lead were returned for analysis on (B)(6) 2013. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications. Analysis of the lead is still pending.

Event description:
An implant card was received to the manufacturer on (B)(6) 2012, indicating the patient had vns generator and lead replacement surgery performed due to a lead discontinuity on (B)(6) 2012. Attempts for return of the explanted generator and lead are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Operative notes from the patient's explant were received and reviewed. Per the operative notes, after generator replacement, the impedance was still high. The surgeon noted an obvious kink in the lead. Impedance didn't resolve when the kink was straightened. The surgeon then opened the neck incision and began to explant the lead. He then found an area where there was another break in the wire. The insulation was visibly intact, but he observed obvious fluid within the wire. After the lead was replaced, impedance was ok. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR 6 inadvertently did not report an increase in seizures. (B)(4).

Event description:
It was reported that the family had noted an increase in seizures since the device stopped functioning.